Event description:
It was reported that the sheath body separated from the hub as the dilatior was being withdrawn from the sheath. Approx 1/4" of the sheath body was visible above the skin and was easily removed using a hemostat. There were no further complications.